Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Event description:
It was reported that the patient underwent a sinus augmentation using rhbmp-2/acs. The patient reported having a foul tasting liquid with gritty substance coming out from the right maxillary area that started 9 days post-op. Incision and drainage were performed on two occasions to clean the wound area. Combinations of 2 different types of antibiotics were prescribed for a better coverage until infection was resolved. No additional information was provided.

Event description:
It was reported that the patient underwent a bilateral sinus lift procedure on (B)(6) 2009 using mcba on the right side and mcba and r hbmp-2/acs on the left side. 9 days post-op, the patient reported to have a foul tasking liquid with gritty substance coming out from the right maxillary area. Incision and drainage were performed on two occasions to clean the wound area. Combinations of two different types of antibiotics were prescribed for a better coverage until the infection was resolved.